Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, it was found that there was scratch on the optical part of the iol. Followed up for event details, no responses from sales representative so far.

Manufacturer narrative:
A photo was provided of the lens in the eye. A red circle was drawn around what appears to be a scratch/line/mark. It is difficult to make a final determination without evaluation of the physical sample. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Based on our observation of the attached photo, the lens has a scratch/line/mark. The product was not returned to evaluate. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. Associated products were not provided. The instructions for use (IFU) instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Follow up attempts were made. No further information has been provided. The manufacturer internal reference number is: (B)(4).